Manufacturer narrative:
The report of a timestamp issue in cerner with documentation of antibiotics was confirmed in the pcu event log, the pcu event log shows pump module s/n (B)(4) received a remote IV request for drugid 482 at 10:52 pm on 26 march 2021. The volume to be infused was 100ml and the duration 4 hours, which made the rate 25ml/hr. The user then selected delay options and then delay until. The user selected change time and entered 0100 (1:00 am) and confirmed the change, moving the time backward by approximately 21 hours and 53 minutes. The user then selected delay for and entered 120 minutes. The user confirmed the delay programming, and the device went into standby. The infusion was started at 3:02 am and ran until 7:08 am when the infusion completed. At 10:31 am on (B)(6) 2021, the device received another remote IV request for drugid 482 with the same parameters as the previous infusion. Since the time was moved backwards approximately 21 hours and 53 minutes, the time of this remote IV request was actually 8:34 am on (B)(6) 2021. The timestamp discrepancy was created when the user changed the time at 10:52 pm on (b(6) 2021. The error logs were not received for investigation. The device was being used for treatment. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device was programmed using interoperability and administered zosyn (order: 3.375g in 100ml over 4 hours) at 8:29am on (B)(6) 2021, but was recorded as being administered into cerner (electronic medical record - emr) at 10:36am on (B)(6) 2021 (about 10 hours difference timestamp error). Preliminary review of the pcu logs by bd interoperability team noted that when the device was programmed at 10:52:47, the user changed the device time in error. There was no patient impact.